Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during a procedure on (B)(6) 2011. According to the complainant, the patient experienced urinary retention and required intermittent self-catheterization postoperatively for almost 4 weeks. It resolved on (B)(6) 2011.